Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade, pericardial effusion (pe), cardiac perforation and hematoma occurred. During a watchman procedure, a versacross large access solution kit (vla) was selected for use. A transesophageal echocardiogram (tee) was performed to confirm whether the procedure could continue, and no pre-existing pericardial effusion (pe) was found. After the femoral vein access, the transseptal puncture (tsp) was completed using vla. A watchman sheath was advance and watchman device was inserted, deployed, and implanted within the left atrial appendage (laa). The procedure was completed. The patient was sent to the recovery unit, where three (3) hours later hypotension and a hematoma were noted and required physician assessment. A tte was performed and a considerable pe causing cardiac tamponade was noticed around the right and left ventricle. A pericardiocentesis was then performed, where an agitated saline test revealed no infiltration of saline into the heart chambers. A total of 720cc of venous-in-appearance blood was evacuated from the pericardium. Patient hemodynamics returned to normal, thus was fully recovered and was discharged. The device is not expected to be returned for analysis. The patient was not under warfarin nor antiplatelet drugs at the time of the event. In the physician's opinion, a small perforation occurred at some point in the procedure that perforated into the pericardial space.